Event description:
It was reported from the 8 west newborn ICU that the quad fuse attached to central line was broken. One port leaked fluid when flushed with a syringe.

Manufacturer narrative:
Additional information added to: b7,d4 suspect revised to ext tubing. The customer's report of quad fuse attached to central line broken, one port leaked fluid when flushed with a syringe could not be confirmed due to the product not returned for failure investigation. The root cause was not identified as no product was returned.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that quad fuse attached to central line was broken. One port leaked fluid when flushed with a syringe.